Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% sensed target lesion was located in a moderately tortuous and severely calcified left superficial femoral artery. During predilatation, a 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced to the lesion. Upon unspecified number of inflation, the balloon ruptured at 6 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.